Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned diagnosis procedure and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and found that the c-arm had a slow speed. Review of the log file didn't confirm the reported malfunction. The fse checked and confirmed that the slow speed of c-arm was due to the dirty bodyguard sensor. The fse cleaned the tube and detector covers, performed the bodyguard sensor calibration to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the machine was not switching on. No harm was reported to philips. Philips has started an investigation of this complaint.